Event description:
The customer reported to olympus that the colonovideoscope had a stiff angle and compromised image. During the evaluation the following reportable malfunction was found: plastic distal end cover has foreign objects due to insufficient cleaning. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation, angulation works but angulation control knob feels too stiff, was confirmed. The customer also alleged that the image was compromised; this was not reproduced. In addition to plastic distal end cover has foreign objects, additional evaluation findings are as follows: due to damage on bending tube up/down knob did not move smoothly, an abnormal sound was made due to damage on up/down knob, connecting tube had a scratch, plastic distal end cover had a scratch, adhesives around light guide lens had white-clouded area, adhesives around objective lens had white-clouded area, bending tube had a dent, protector of universal cord on suction connector side had a scratch, connecting tube had a buckling, image guide protector had a scratch, switch 4 had a scratch, suction connector had discoloration, universal cord had a wrinkle, universal cord had a scratch, grip had discoloration, adhesive on bending section cover had white-clouded area, adhesive on bending section cover had a crack, forceps channel port was shaved, and connecting tube has discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 12 years, since the subject device was manufactured. Based on the results of the investigation, and the information provided, it could not be determined, what the foreign material was. There was no damage to the area, where the foreign material was detected. And it was unknown, if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented, in accordance with the following IFU: IFU states, that detection method in evis lucera gif/cf/pcf type 260 series, operation manual chapter 3.: preparation and inspection. IFU states, that preventive measure in evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual chapter 3.: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.